Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed, and the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. No prime anomaly noted. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported that the piston of the insulin pump did not stop during priming. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).